Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure when the surgeon fire the seventh firing across the fundus on the final firing in the gastric sleeve after three strokes the knife blade would not return. The surgeon could not remove the device from the tissue; the surgeon attempted all of the removal procedure techniques with no success. The red release button did not open the device during this attempt to remove the device. The surgeon then used another like device and fired a green reload on each side of the lodged device to remove the stapler from the tissue. There was no blood loss reported. They were very close to the esophagus and they do not know if he fired through the esophageal tissue when cutting the device off. The patient is stable at this time with normal post op care and did not require going to ICU.

Event description:
The customer stated error code 1007, unable to process test, activated read failure was randomly occurring on the architect i2000sr analyzer. The issue was resolved after the reaction vessel lot was changed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported the foot-end brakes were not holding properly.

Manufacturer narrative:
(B)(4) upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 1.5 mmol/l and 3.5 mmol/l on the compact plus system. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (B)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.